Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement was observed. During repositioning, the helix could not be retracted. The lead was explanted and replaced. Patient condition was fine post procedure.